Event description:
As reported, it was case of a 26mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, significant resistance was encountered while advancing the delivery system through the esheath, and the system became lodged. All devices were subsequently removed as a single unit. Upon removal, one valve strut was observed protruding from the esheath. To proceed, a second valve kit was utilized, and the procedure continued without further complication. However, following valve deployment, a femoral artery injury was identified. A surgical cut-down was performed, and the vessel was successfully repaired. The patient exited the operating room in stable condition. As per medical opinion, the perceived root cause of the femoral injury was probably related to the first esheath with the one valve strut protruding through the esheath as well as the use of the second esheath. As per pre-decontamination evaluation, the delivery system balloon was torn.

Manufacturer narrative:
Reference no. (B)(4). The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. This is one of four manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-05832, 2015691-2025-05833, and 2015691-2025-05967. The device was returned to edwards lifesciences for evaluation and the following was observed. Crimp balloon torn at the I/c bond location. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies.furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''during the procedure, a big resistance was felt when advancing the delivery system through esheath and got stuck. All the devices were removed as a single unit'' evaluation of returned device showed that the crimping balloon was torn at the I/c bond. In this case, during the procedure, difficulties were encountered while advancing the commander delivery system and crimped valve through the sheath. Despite the information provided stated the patient's access vessels had ''mild'' calcification, ''mild'' tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (>=5.5mm), the returned esheath presented scratches, which is indicative that calcification was present in the access vessel. Calcification can result in the creation of sub-optimal angles during delivery system insertion and withdrawal, which may affect the coaxiality with the sheath, or the ability of the sheath to expand as designed. These conditions can also increase forces during advancing and retrieval. It is possible that excessive manipulation of the device, especially the application of push and pull forces in an attempt to overcome the resistance, may have compromised the integrity of the commander delivery system balloon. This mechanical stress could have contributed to the material separation and tear at the I/c bond in the crimp balloon area. As such, available information suggests that procedural factors (device manipulation) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.